Manufacturer narrative:
A specific root cause could not be determined. A general instrument or reagent issue can be excluded. It was determined that the humidity of the laboratory was low and outside of specifications for the instrument. Low humidity ion of sample pipetting. The customer also used a centrifugation time that was too short in combination with a centrifuge g-force that was too high based on tube manufacturer may influence the liquid level detection funct recommendations. It is also possible that there may have been foam on the system reagent as the alarm trace indicated that there was a bottle change over just one minute before the false result was pipetted.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for n-terminal pro b-type natriuretic peptide (probnp). The sample initially resulted as 7 pg/ml which is considered to be a negative result. The doctor called to question this initial result since the probnp result history on different samples of same patient was 578 pg/ml on (B)(6) 2014, 11647 pg/ml on (B)(6) 2014 and 6873 pg/ml on (B)(6) 2014. The sample in question was then repeated and it resulted as 5696 pg/ml accompanied by a data flag. The repeat result of 5696 pg/ml was considered to be correct. The patient was not adversely affected. The probnp reagent lot number was 17321003 with an expiration date of 11/30/2014. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.